Event description:
Two gore viabahn endoprosthesis were implanted for the treatment of a superficial femoral artery (sfa) stenotic lesion. One to two days following implant, the devices thrombosed and a thrombectomy was performed. The pt reportedly thrombosed again within 1-2 days and a second thrombectomy was performed. Although the viabahn devices in the sfa were patent, the physician decided to perform a femoral-popliteal artery bypass procedure.

Manufacturer narrative:
The lot numbers were not reported for this event. Consequently, a review of the mfg paperwork for each lot could not be performed. Note: this event involved the implantation of two devices with unk lot numbers. MFR report # 2017233-2011-00410.